Event description:
It was reported that the cartridge was not fitting properly into the pump. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value displayed as "high." To address the high blood glucose level, the customer administered a correction bolus using the pump. After removing the pump case and cleaning the pneumatic tap area, the customer was instructed to attempt reloading the original cartridge. Instead, they were advised to load a new cartridge due to continuous reuse of the current one. Following these steps, insulin therapy was successfully resumed.